Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device revealed no hardware/software abnormalities that would induce the reported allegation. The reported problem could not be evidenced through the event history log (ehl) review or reproduced during evaluation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.